Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and / or require intervention include but are not limited to: endoleak users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Type ii endoleaks are defined as retrograde flow through patent collateral vessels into the perigraft spaces (i.e., aneurysmal sac), which have been excluded by thoracic or abdominal endograft placement. A type ii endoleak can originate from any of the aortic branch vessels, including but not limited to; intercostal, left subclavian, pharyngeal, lumbar, inferior mesenteric, hypogastric, sacral, gonadal, or accessory renal arteries.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 55mm in diameter, and was implanted with gore excluder aaa endoprostheses featuring c3 delivery system. The patient was reported to have required repair of the right femoral tripod during the procedure. The patient tolerated the procedure and was discharged on (B)(6) 2013. On (B)(6) 2016, the patient was reported to have a type ii endoleak, related to the aneurysm. No additional sequelae was reported and no additional treatment is planned at this time. The event is ongoing.

Manufacturer narrative:
Investigation determined the repair of the right femoral tripod and external iliac artery was due to a stenosis of the femoral tripod, noticed after material removal, and caused by the patient's atheromatous femoral arteries. There was no vessel damage or trauma as a result of use of a gore or a reported product deficiency associated with the event, wherefore medwatch 2017233-2016-00526 previously submitted is hereby retracted.